Event description:
Provider from (B)(4) states right brake is slipping. In speaking with the reporter, the following has been learned. The brake was slipping and he replaced the motor assembly. Currently, everything works well. No injury.